Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced lead migration. The patient underwent an explant surgery on (B)(6) 2019. During the procedure an infection was discovered (mfg report number: 1627487-2019-00874) and the system was explanted.